Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s908usqs9gzb4, hardware: sm-s908u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6) 2026, after approximately 1-4 hours of pod wear on the arm, the patient¿s blood glucose levels decreased to approximately 38 mg/dl. The patient reported losing consciousness, which prompted him to seek medical attention. The patient presented to the emergency room where he was diagnosed with low blood glucose and was treated with liquid glucose. The patient remained under observation for approximately seven hours and returned home the same day.